Event description:
It was reported to philips there was a battery malfunction. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was initially reported to philips that there was a battery malfunction. However, subsequent information received confirmed that there was no battery malfunction and that the device was displaying error messages for calibration. There was no reported patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was routine yearly calibration was due for the nbp (non-invasive blood pressure) and etco2 (end tidal co2). Philips field service personnel performed the calibration for the nbp and etco2 to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.